Event description:
Malfunctioning implanted pump. X-ray test of pump showed no movement of the rotor. On 6/13/96 - the pt was taken to surgery for removal of pump and replacement. The pt tolerated the procedure well. Signs and symptoms related to the event prior to removal: fluid around the pump and back incision.